Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance to reset the pump, which resolved the issue, and successfully started their sensor session.